Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Rep reported that the surgeon confirmed a previous revision of patient's left acetabulum.